Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure the surgeon reacquired tibial landmarks after tibial array motion was detected prior to the tibial cut. He noted that the femoral size appeared to have changed from a size seven to a size eight, despite the femoral size only relying on femoral landmarks. Inaccurate cuts of an unknown amount were observed. The rebot was not mounted to the bed. This event occurred while using the 2x velys base station devices, velys satellite station device and the velys array set knee device. There were no reports of a delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the log files for this event were reviewed for this event. During review it was found that during the leg alignment step there is potentially some array movement of the tibia array. During the step, the tibia toggles and the knee center is translated to a new position. The user tries to verify the tibia checkpoint after the event occurs and cannot pass the checkpoint step. As the cuts have not yet been performed, the user acquires the landmarks again, which is the correct procedure. Therefore, the reported condition is confirmed. However, there were no defects found with the system or software and the exact cause of the array movement cannot be determined. The assignable root cause is most likely due to user.